Manufacturer narrative:
On 12 may 2016 the medical affairs director performed a clinical evaluation and commented as follows: revision of tha for aseptic loosening of the stem. Patient is extremely heavy ((B)(6)). Only one low-quality xray is available, no indications can be drawn. The stem looks correctly implanted, but only one projection is shown. With no additional information, the root cause for this revision cannot be established. Batch review performed on 12 may 2016. (B)(4).

Event description:
Revision planned due to probable loosening of the stem.

Manufacturer narrative:
On 11 july 2016 it was prepared a final report with the information already submitted in the initial report.on 25 july 2016 the report was sent to the initial reporter and the case was closed.